Manufacturer narrative:
.

Event description:
It was reported that during a cryoablation procedure a system notice was received indicating that the refrigerant delivery path was obstructed. The console had been on for about 45 minutes and no prior freezes had been performed. The umbilical cable was replaced but the issue was not resolved. The case was aborted and the patient was under general anesthesia. It was further reported that the console was also making a very loud internal noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the field service engineering report (fser) was returned and analyzed. The fser indicated that the console vacuum pump had failed and was replaced. The console was tested after and deemed appropriate for use. In conclusion, the reported issue of the 50011 system notice, indicating that refrigerant delivery path was obstructed, was confirmed through the fser. However, this product issue reported (system notice 50011) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.